Event description:
Event description boston scientific received information that this device was explanted on september 28, 2006. The field representative was interrogating the device prior to sending it back for analysis. Review of the daily measurements revealed p and r wave measurements for the last seven days as well as normal impedance readings. Additionally, weekly averages were stored prior to interrogation. The device was returned for analysis.